Manufacturer narrative:
Continuation of d10: product ID d-evolutfx329; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID l-evolutfx2329; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported at an unknown timeframe after undergoing a transcatheter aortic valve implantation procedure, with an unknown medtronic valve model and serial number, the patient was hospitalized and a permanent pacemaker was implanted due to complete heart block (chb). The chb resolved two days after permanent pacemaker implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the complete heart block was first identified the same date of the valve implant but post operatively. Additionally, it was confirmed that the implanted valve was not a medtronic valve. The event and valve implant procedure were not associated with a medtronic product.

Manufacturer narrative:
Additional review of the event and/or additional information received showed that there was no information to reasonably suggest that a medtronic device may have caused or contributed to a death or serious injury or that a medtronic device had malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that two days following the valve implant procedure a hematoma of the left chest appeared following the permanent pacemaker insertion. Treatment was not required. The hematoma resolved approximately 1 month following onset. The physician indicated the hematoma was not related to the medtronic valve products but causal related to the valve implant procedure. Also, the new information corrected the previous information which indicated the transcatheter valve was not a medtronic valve. However, it was now reported the implanted valve was a medtronic valve.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx329; product lot/serial number unknown; product type: delivery catheter system; implant date n/a; explant date n/a product ID l-evolutfx2329; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a product ID azure xt sr MRI; product lot/serial number rne012241g; product type: permanent pacemaker; implant date (B)(6) 2025; explant date n/a updated data: b2, b5, d1, d4, d10, h1, h4, h6 h1: new information confirmed a medtronic product involved in this event that met serious injury reporting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.